Event description:
The icy catheter (lot # 177170) was used in an ivtm therapy to achieve normothermia for a patient with a high fever. The catheter was smoothly inserted into the patient's left femoral vein in the early morning of january 1st. Ice packs and ventilators were used adjunctive to the ivtm therapy. The patient's body temperature was 39 °c, and the target temperature was set to 37°c at the max cooling rate. At 11:00 am on january 2nd, when the patient's body temperature had reached 37 °c, the thermogard system displayed an "air trap" alarm. Since the saline solution was inside an opaque bag, the nurse had not noticed saline reduction before the alarm occurred. The saline bag was almost empty, and blood had entered the tubing, indicating a catheter balloon leak. About 300 milliliters of saline infusion into the patient's bloodstream was suspected. The dwell time of the catheter was 34 hours. The customer removed the catheter and discarded it. In the evening of the same day, the patient's body temperature started rising again. The customer inserted another catheter to continue the treatment. The ivtm therapy was completed using the same thermogard console. No patient injury was reported. The patient is stable and recovering.

Manufacturer narrative:
The catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.